Event description:
According to the reporter, during use of catheter in hemodialysis, there was a material deformity (tortuosity) in the catheter shaft and it was said that the impact for the patient was the difficulty in flow (insufficient). It was said that at first the reverse flow was successful but over time, the catheter became crooked. "Clorexidina alcoólica" 0.5% was the cleaning agent used on the device. Cleaning agent(s) was allowed to dry thoroughly prior to dressing the area and prior to applying ointment(s) to the area. Anticoagulant heparin was used in the internal lumen of the catheter. There was no leak. Tego was not utilized. There was no luer adapter issue. The line was not hard to flush with the syringe. Blood returned prior to syringe flush. Washing and degerming of the skin was done prior to product placement. There was no blood loss and no blood transfusion required. No patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The catheter was not repaired, not removed and the issue was not solved (remains in patient) but the treatment was still completed. There was no reported patient injury.

Manufacturer narrative:
Additional information: a1, b5, d6a, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a material deformity (tortuosity) in the catheter shaft, and it was said that the impact for the patient was difficulty in flow during therapy. Clorexidina alcoólica 0.5% was the cleaning agent used on the device. No patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. Visual inspection noted pictures of the device in use. The cannula directly following the bifurcated hub did appear bulbous and possibly twisted. It was reported that there was an insufficient flow issue and there was an issue with the catheter dimension. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.